Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the right-hand side rail was damaged, and the latch sensor wire was cut, which led to the full height main drawer 5 not being detected as closed. A field service engineer replaced both rails and the latch sensor. A considerable amount of debris was found beneath the cubie pockets. All cubies were removed, and the debris under the pockets was thoroughly cleaned. The customer was then able to successfully recover the failed drawer without any complications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the drawer was unable to close, thereby preventing the user from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.